Event description:
It was reported that this patient had a pump replacement on (B)(6) 2013. The patient was admitted to the hospital in possible withdrawal; the under dose symptoms were not provided. The patient had not received therapeutic effect and there was concern of flow. The pump was read by the hospital staff with no alarms present and no indication of a pump issue. An x-ray was performed to verify catheter placement which confirmed the catheter to be in the same location as pre-operative. However, the patient had still experienced inadequate therapy. Cerebral spinal fluid (csf) was reported to have "got back" and the catheter had good flow at the pump replacement. A few days after the pump replacement the side access port was assessed for cerebral spinal fluid (csf) which was successful. It was thought the catheter was patent. The medication in the pump was sent for analysis. A therapeutic bolus was given and the patient responded. However, it was opted to go to a less concentration drug to deliver more fluid with the medication. The drug was changed in the pump and the patient had no response. The actual catheter length was unknown with this patient. It was thought that the catheter might have been trimmed as the patient had a "tiny" frame. It was unclear what the programmed catheter volume was as it was reported as 0.40 and 0.14. This was questioned because the catheter if it was full length would have a volume of 0.229. The patient's catheter was replaced on (B)(6) 2013 and a roller study demonstrated expected movement of the rollers. This device system delivered morphine. The patient was reported to then receive therapy.

Manufacturer narrative:
Product ID: 8703w, lot# l39973, implanted: (B)(6) 1996, product type: catheter. Product ID: 8596sc, serial# unknown, product type: catheter. Product ID: 8598a, serial# unknown. (B)(4).

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. (B)(4).